Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731sc, (B)(4), ubd: 13-jan-2014, (B)(4); product ID: 8780, (B)(4), ubd: 07-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg at a dose rate of 150 mcg an implantable pump for intractable spasticity. It was reported the physician described in post-op that the purpose of the catheter revision was due to changes in the patient¿s spasticity and question to the effectiveness of the delivery of drug to the patient. It was further described that there was possible ineffective delivery of drug therapy. During the procedure the physician found the catheter to be difficult to remove and was only able to partially remove the catheter. The physician tried explanting the entire catheter and was only able to remove 75 cm of the catheter. Of the existing model 8731sc catheter, 20.9 cm still remained inactive and implanted in the patient. Due to the age of the catheter and changes in therapy the physician decided he would not like to troubleshoot and fix the existing catheter and instead completely replace with a new catheter. A new 8780 catheter was implanted and connected to the existing pump. It was unknown if there were any factors that may have contributed to this change in the 8731sc catheter status. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The hcp discarded the explanted portion of catheter. Other medications (oral, etc.) The patient was taking at the time of the report was unable to be obtained. The patient¿s medical history and weight were unknown. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.